Manufacturer narrative:
(B)(4) - supplemental MDR - needle broken since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305905 batch#: 0107972 it was reported that the bd syringe 3ml ll w/ndl sftygld 23x1 rb needle broke. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached needles are breaking while drawing up medication and giving medication. Item -305905 lot -0107972.